Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that sensor cannula was missing when the sensor was removed from their body. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The sensor was not warming up when connected. Troubleshooting was not completed. The sensor will not be returned for analysis.